Event description:
A report was received that the patient will undergo an explant procedure due to unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure due to unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure as she was no longer experiencing pain. The explanted devices were not returned to bsn as they were discarded by the medical facility.